Event description:
It was reported that during a vena cava filter placement, via the left femoral, one filter leg became hung up in the spine when trying to deploy the filter. The delivery system could not be pulled out, so the filter was deployed with difficulty, but not in the optimal position. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The filter was not returned for evaluation, as it remains implanted. It is unknown if pt or procedural factors contributed to this event. Based on the information rec'd, the results of the investigation are inconclusive and the root cause is unknown. The IFU (information for use) for this device states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.